Event description:
Sudden onset c/o of feeling hot "I feel like I could faint." Became light headed heaves and sob. Late pt stated "hands and feet were all tingling earlier. It feel like I need to have diarrhea stool." Dose or amount: l 2000, h 1000, frequency: every dialysis run, route: IV. Diagnosis or reason for use: crd.